Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient presented for removal of piccline 4f because end of treatment, on removal crack on catheter noted at mark3.5 (catheter clean at puncture point, no signs of infection or thrombosis) piccline installed at another facility. Ask patient if pain, says he felt pain on saturday when injected. Auscultation patient's arm, no signs of severity. No further action taken or required.